Manufacturer narrative:
Investigation: the service representative confirmed the reported incident. The IV pole screw intermittently presses on the lever. The screw was adjusted the service verified that function of the IV pole. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause: the root cause of this failure was the adjustment of the IV pole screw.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.